Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as no images were submitted for review, and the device remains in use. A specific cause for the reported obstruction could not be conclusively determined through this evaluation. No log files from the event date of 17apr2022 were submitted for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the left ventricular assist device (lvad) displayed a nonocclusive thrombus/biodebris in the proximal outflow tract with less than 50% narrowing on (B)(6) 2022.